Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic cholecystectomy, there was a little piece of blue fabric, from the seal which is seen in the attached photos. The fabric fell into the patient's cavity and was retrieved. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic cholecystectomy, there was a little piece of blue fabric, from the seal. The fabric fell into the patient's cavity and was retrieved. There was no patient harm.